Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the insert was inserted in the baseplate, it had a superior to interior movement. A second insert was inserted and exhibited the same movement but not as severe."